Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the shaft had been damaged at 21.5cm distal from the burr housing strain relief. Functional testing was performed by connecting the rotapro advancer to the water infusion line. When water infusion was started, a fluid leak was seen from the sheath damage at 21.5cm. Product analysis confirmed the reported events, as damage to the sheath was observed at 21.5cm distal from the burr housing strain relief and a leak was identified from the sheath damage during testing.

Event description:
It was reported that a shaft break and saline leak occurred. A rotapro 1.75mm was selected for treatment. During the procedure it was observed that saline was leaking 20cm distal from the drive shaft sheath. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that a shaft break and saline leak occurred. A rotapro 1.75mm was selected for treatment. During the procedure it was observed that saline was leaking 20cm distal from the drive shaft sheath. The procedure was completed with another same device. No patient complications were reported.